Event description:
A user facility reported that following the use of perfluoropropane (c3f8), a patient underwent a procedure in which nitrous oxide was administered. The patient had poor vision prior to the procedure but developed further loss of vision. The facility has not provided any other specific information regarding this event, but additional information has been requested. Note: as reflected in the package insert a perfluoropropane (c3f8) gas bubble remains in place for approximately five weeks. The directions for use (dfu) state that nitrous oxide should not be administered during anesthesia when a gas bubble is in place. Nitrous oxide can rapidly equilibrate with the gas, expand and raise the pressure in the eye.